Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported the patient presented to the emergency room with vomiting and diarrhea which followed a recent cholecystectomy. The next day while undergoing hemodialysis treatment, the patient's blood pressure dropped and there was loss of consciousness. Additional information revealed the patient went into atrial fibrillation at a high rate and approximately sixty shocks were delivered. A magnet was placed over the patient's device and the atrial fibrillation was managed with medication. The patient was hospitalized for eight days and then taken off life support.